Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of safety shield broke off (eclipse) was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd eclipse¿ needle shield broke and fell to the ground during use. The following information was provided by the initial reporter: "after administering an injection, rn went to engage pivoting shield on bd eclipse needle being used. Upon pivoting the shield, it became completely disconnected and fell to the ground leaving the needle exposed. No excessive force had been used."

Event description:
It was reported that the bd eclipse¿ needle shield broke and fell to the ground during use. The following information was provided by the initial reporter: "after administering an injection, rn went to engage pivoting shield on bd eclipse needle being used. Upon pivoting the shield, it became completely disconnected and fell to the ground leabe the needle exposed. No excessive force had been used."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.